Event description:
Caller reported that a temperature alarm occurred while the pump was charging, although it was not exposed to extreme temperatures. There was no reported adverse impact to the customer's blood glucose level. Technical support initiated a return merchandise authorization (RMA) for the pump, confirmed that it was under warranty, and instructed the caller to place the pump in storage mode before returning it with a prepaid label. The caller acknowledged understanding these instructions and planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.